Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-06011 and 2134265-2018-06092. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. However, the opticross¿ imaging catheter could not perform pullback. No patient complications were reported.